Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, when performing the sphincterotomy, the cutting wire separated from the distal end of the catheter. The proximal end of the cutting wire remained attached to the catheter. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed using another stonetome sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. The device component (B)(4) relates to the device problem (B)(4) for the reported event of wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.